Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that a stylet stuck in the left ventricular (lv) lead and it was thought damage was caused to the lv lead when the stylet was removed. All necessary measurements were normal. The physician decided to leave the lv lead implanted. The patient was discharged from the hospital with no patient consequences.